Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. After the customer took a shower the insulin pump's screen had gone white and there were some multi-colored lines. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a non flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test,sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Device was also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.